Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. However, it may be related to cardiac remodeling or progression of the disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 2 months post implantation of a sapien 3 valve, the patient presented with moderate-severe paravalvular leak (pvl). A re-dilatation was performed and the pvl decreased from moderate to severe to mild. One day post procedure an echo revealed mild pvl with a gradient normal for the prosthetic aortic valve. An echo performed 11 months post procedure revealed moderate pvl with a peak aortic velocity of 3.1 m/sec. The peak gradient measure 39.4mmhg and the mean gradient 22mmhg with an aortic valve area of 1.4cm2.